Event description:
A motor stall was noted in the event logs with no motor stall recovery recorded following an MRI with 3t magnet. The stall did not recover. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model #8709sc, lot # n298643007, implanted on: (B)(6) 2011, explanted on: unknown.

Event description:
Additional information received reported that the patient was "dying."

Manufacturer narrative:
(B)(4).